Manufacturer narrative:
(B)(46). The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that an advantage fit - single device was used during a transvaginal sling placement procedure on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the mesh broke. The procedure was completed with another advantage fit device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned advantage fit system revealed that the mesh was returned cut into two pieces. Piece one measures approximately twelve inches and appears stretched. Piece two measures approximately 7.5 cm and is inside the sleeve which is attached to the blue dilator. The sleeve and mesh are cut. The sleeve on the second dilator is cut and measures approximately 9.0 cm. Visual analysis revealed no damage to the delivery device. Since the mesh shows no sign of breakage, the assigned root cause for this complaint event is not confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific that an advantage fit - single device was used during a transvaginal sling placement procedure on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the mesh broke. The procedure was completed with another advantage fit device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.